Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event. The customer reported hyperglycemia treated with a manual injection/insulin pen. The event involved product(s) mmt-7020a, mmt-332a, unomedical, mmt-1715kl. Troubleshooting was partially performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump passed self test. No further patient complications were reported. The customer will discontinue using the insulin pump. No product return is required for mmt-7020a. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1715kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit was successfully downloaded using thus software. Proceeded with the following testing to assure proper functionality of the unit. Unit passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test (0.0872) and displacement test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download history review no relevant alarms confirm in download history files to confirm complain code. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. No physical damage noted during visual inspection. Cosmetic damage confirmed with scratched case. In conclusion, unable to confirm customer concern for high bgs. No device problems were found during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the insulin pump, was used within 48 hours of the reported high blood glucose event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.